Event description:
Allegedly, during a flexible ureteroscopy with attempted stone extraction, doctor was trying to advance scope over guide wire and perforated the ureter. A stent was placed and patient stayed overnight. Case was aborted and rescheduled one month later. The patient has made a full recovery since then.